Manufacturer narrative:
As reported, an expired implant was inadvertently implanted into a patient on (B)(6) 2023, in australia. There has been no reported patient injury/infection to date. No revision surgery was reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a user related error with no malfunction of the device. A review of manufacturing records confirms the product was manufactured to specification and there is no indication of product quality issues with respect to design, manufacturing, or labeling. The product remains implanted in the patient and will not be revised/returned. This issue was added to an internal CAPA to address expired or expiring inventory consigned with independent sales representatives. Since this product was implanted, kmti located 10 packaged implants from a similar lot that has the same packaging configuration and that had expired on 01/20/2022. The packaging on these 10 implants was tested at pro-tech design and mfg (santa fe springs, ca) to assess whether the packages had retained sufficient package seal strength (n=10) and packaging seal integrity (bubble emission, n=10) test results were acceptable for both tests (test name job 31130-01 and tr-23-045-01). The testing showed expired implants most likely retained sufficient seal strength and seal integrity after being expired for more than 20 months. Should additional information be provided by the healthcare provider, a supplemental MDR will be submitted.

Event description:
An expired implant was used in surgery on (B)(6) 2023. The implant expired on september 6,2023.